Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and balloon detachment occurred. The non-calcified and concentric 8mm, 80% stenosed lesion was located in the mildly tortuous 8mm diameter left cephalic vein. It was noted that the pta procedure was being performed for treatment of an in-stent re-stenosis (isr) associated with a previously placed unspecified nitinol stent. Access was obtained via the left cephalic vein and the ultra-thin diamond 8mm x 8mm x 75cm balloon catheter was advanced without difficulty to the lesion. The balloon was inflated to 3 atms on the first inflation, however, after 5 seconds the balloon ruptured circumferentially, detaching the distal balloon segment. The detached portion of the balloon remained on the guide wire and the physician was able to successfully retrieve the segment using a snare device. The procedure was completed with no further intervention. The patient's status is reported as "ok".